Event description:
A thoracoscopic mini maze procedure was being performed using an endoscopic light cord. The cord fractured during the procedure and caused a burn to the surgeon's gown. No injury was sustained by surgeon or patient.what was the original intended procedure?thoracoscopic mini maze.device #1is this a laboratory device or laboratory test?no.